Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -9.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The surgeon had implanted the incorrect lens. The lens intended for the left eye was implanted into the patient's right eye. On (B)(6) 2023 the lens was exchanged with a same length, but different model/power lens and this resolved the problem. The cause of the event was reported as user error and there was no device causality.